Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The insulin pump was not dropped or bumped and showed no signs of physical damage. However, the insulin pump was exposed to rain water. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to clean the battery cap contact and insert a new battery and the display did not return. The blood glucose reading was 105 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display the insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.